Event description:
It was reported that the lead was difficult to place due to atrial ablation-induced scar tissue. Despite attempting multiple locations, the lead continued to dislodge and experienced poor sensing as a result of the patient's anatomy. A second lead was attempted with similar results. Both leads were attempted at implant, but not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned and analyzed. There were no anomalies found. Visual summary analysis of the lead indicated damage at implant, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Concomitant product: d314drg device implanted (B)(6) 2013. (B)(4).